Event description:
It was reported that this patient received a single shock and the patient experienced a syncopal episode. The rep at the time was inquiring if removing the conditional zone could increase the total time to therapy. The field representative did not provide any additional information as to the cause of the syncopal episode. No additional adverse events were reported.